Manufacturer narrative:
(B)(4). The customer returned one lor syringe taped to a lid stock. Visual examination of the returned syringe revealed that the syringe barrel was broken near the tip along the side of the barrel where the ml markers are. Not all pieces were returned. No guard was returned on the plunger. No other defects or anomalies were observed. A device history record (DHR) review was performed on the kit and the lor syringe with no relevant findings. The reported complaint of a broken lor syringe during use was confirmed based on the returned sample. The lor syringe returned was broken in the barrel where the ml markers are located towards the tip. The entire syringe was not returned. No guard was received on the plunger. A DHR review was performed on the kit and the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken lor syringe could not be determined based on the time of discovery and the sample received. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not determined.

Event description:
The customer alleges that when drawing up a test dose the glass syringe cracked and broke into a couple of pieces. No report of patient/user injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when drawing up a test dose the glass syringe cracked and broke into a couple of pieces. No report of patient/user injury.